Event description:
It was reported that during a coronary stenting treatment procedure, stent migration and stent damage occurred. The target lesion was located in the superior vena cava. The 8mm x 40mm / 10fr 100 cm wallstent endoprosthesis stent was advanced to the lesion and the stent was deployed, however it migrated. Several attempts were made to retrieve the stent and some parts of the stent started to come apart. The rest of the stent was retrieved, however it was "destroyed". Everything was removed from the patient. The procedure was completed using an unspecified balloon catheter. During the final diagnostic, the patient went into a code but was revived. The patient will undergo an unspecified surgery.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).